Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred before the issue. The customer's blood glucose level exceeded 500 mg/dl due to the malfunction, and no specific value was provided other than it being displayed as "high." To address the high blood glucose level, the customer administered a correction injection using multiple daily injections. No assistance from a third party was required beyond what was usual, and the customer was not incapacitated by the high blood glucose level. Technical support provided instructions for resetting the malfunction code, which was successful in resolving the issue. The customer was advised to continue using the pump and to call back if the malfunction code recurs.